Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: (B)(4). Report source: foreign country - (B)(6) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a customer in the (B)(6) identified they received left fossa burr guides for this distributor's case (reference report 0001032347-2018-00118). No patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and no inspections could be performed. No pictures were provided. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to inadequate packaging inspections for the burr guide. A CAPA was opened to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The distributor looked at the first set of burr guides and reported they were marked correctly with the correct name of the patient, surgeon, and lot number. There was nothing in the shipment that was incorrect.